Event description:
The customer reported that during maintenance and reprocessing of the subject device, the connecting tube and the universal cord were found to be buckled due to chemical damage. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was a gap in the adhesive between the hold ring and the distal end. This report is being submitted for the malfunction found during evaluation of the device (gap in adhesive).

Manufacturer narrative:
Upon inspection and testing of the device, the gap in the adhesive was suspected to be due to deterioration of the adhesive from chemicals used in the cleaning, disinfection, and sterilization processes. The reported issues (buckled connecting tube and universal cord) were confirmed. In addition, service found the nozzle set screw was detached, the light guide lens was chipped and scratched, the charge-coupled device (ccd) cover lens was scratched, the adhesive on the bending section cover was chipped, there was a gap in the adhesive, and the bending tube was damaged. The connecting tube was scratched and wrinkled. The connecting tube protector was shaved. There was liquid invasion in the control unit. The switch box was scratched, the biopsy port was damaged, paint on the air/water nut was peeled off, paint on the suction cylinder nut was peeled off, switch button #1 was cut, the universal cord was scratched, the scope ID unit was broken. The connector, the cover ring, the electrical connector, the shield plate, and the identification cover were corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the hole ring cracked due to physical stress, and the hold ring glue was broken. The event can be detected/prevented by following the instructions for use (IFU) which state: ·inspection of the endoscope important information ¿ please read before use: warnings and cautions: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.